Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 400 to 500 mg/dl. The customer treated with insulin. Customer indicated that they lost the pump battery cap. Troubleshooting advised customer that a new cap would be provided to them and to call back if any further questions arise. No further details given.